Event description:
It was reported that during service and evaluation the universal battery charger experienced spark/fire. It was noted in the service order that while setting up for a lab with cadaveric equipment they plugged the battery charger into the wall and then into the battery bank and pressed the on button. A loud pop or bang occurred and smoke immediately poured from the back of the charging bank. They unplugged the charger from the wall and left it for two hours to ensure it did not continue smoking. The event did not occur during surgery. There was no patient involvement reported as the device as for cadaver use only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: investigation summary: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: general condition, check firmware revision, power-on test, during the service evaluation the following failures were identified: functional: noise - unexpected, functional: spark/fire, visual: component damaged, conclusion: failure reported is confirmed, root cause: improper maintenance.